Event description:
It was reported that a motor stall occurred and the pt experienced unspecified symptoms of underdose. The catheter was "fine" under fluoroscopy. The pump was explanted and replaced. The pump had been implanted for approximately 8 months and was used to administer baclofen. The device system worked after pump replacement. The pt status was reported to be 'ok at the moment'.

Manufacturer narrative:
In 2009, the pump has been returned to the manufacturer for analysis which is not complete as the date of this report. A follow-up report will be sent when the analysis is complete.